Manufacturer narrative:
One device was returned for repair with complaint of downstream occlusion (dso) seal integrity compromised. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found no related alarms. Visual evaluation found dso seal is ripped and the upstream occlusion (uso) seal is buckling. Replaced dso and uso seals. Performed uso/dso calibration. Device passed all testing criteria post repair.

Event description:
It was reported that the pump's downstream occlusion seal was not working. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.